Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 330 mg/dl while using the ilet and a 6 mm, 23-inch teflon infusion set shortly after a supply change; the user had entered a larger than typical meal announcement but had not eaten yet and sought confirmation that insulin delivery was occurring, which was verified. Customer care provided support that included review of device data and user education on allowing the system to correct and avoiding additional meal announcements. Investigation of this case revealed and confirmed ongoing insulin delivery, with contributing factors potentially related to timing of the meal announcement relative to food intake and recent infusion set change, though the exact cause remained unclear. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization, and no additional medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.